Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable. It was confirmed that the pump was able to be charged with a different usb cable. There was no impact to the customer's blood glucose level due to this issue. A replacement usb cable was sent to the customer. In addition, the customer stated their blood glucose (bg) level was elevated (252 mg/dl) due to recently eating dinner and being off the pump to shower. No actions were taken to address bg level.